Event description:
It has been reported to philips that the device is not booting. The device was in clinical use at the time of the event. No harm has been reported to philips. A philips field service engineer visited the site and replaced the failed imaging computer and hard drive disks. Following the failed component replacement and system software reinstallation, the device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not power on. Review of the system log file confirm the malfunction with frontal ippc. During troubleshooting, the fse found defect with the imaging pc (ippc) because it does not boot up. The part analysis was performed for ippc and confirmed that there were no failures observed. The fse replaced the ippc, os disk, and image disk, the os and database applications were reloaded. After replacement of the ippc and hard disks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.